Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of essure device location of device: unsure of which fallopian tube"), menorrhagia ("menorrhagia"), genital haemorrhage ("abnormal bleeding (general)") and stress urinary incontinence ("bladder ou urinary problems or changes stress urinary incontinence") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube". The patient's past medical history included stress incontinence. Concurrent conditions included obesity, cystitis since 2017, depression since 2016, generalized anxiety disorder since 2017, herpes nos since 2007, obsessive-compulsive disorder since 2017, asthma since 2007, pap smear abnormal since 2007, uterine bleeding, dysthymia, stress incontinence and muscle spasms. Concomitant products included aciclovir sodium (acyclovir alpharma) since 2017, budesonide w/formoterol fumarate (symbicort) since 2016, citalopram hydrobromide (celexa) since 2017, clonazepam (klonopin) since 2017, ethosuximide (suxinutin) since 2017, fluoxetine hydrochloride (prozac) since 2017, ibuprofen since 2010, lorazepam (ativan) since 2017, metronidazole from 2003 to 2017 and salbutamol (albuterol) since 2017. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), stress urinary incontinence (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hot flush ("hormonal changes:hot flashes"), mood swings ("mood swings"), cystitis ("bladder infection:reoccurring bladder"), urinary tract infection ("uti"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal infection ("vaginal infection / chronic vaginitis") with vaginal discharge, abdominal pain lower ("lower abdomen pain"), back pain ("back pain") and abdominal pain ("abdomen pain"). The patient was treated with phentermine (adipex), tolnaftate (antifungal), metronidazole (flagyl), surgery (hysterectomy,salpingectomy (bilateral removalof fallopian tubes)), surgery (ablation) and surgery (during hysterectomy also had sling and culpopexy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, hot flush, mood swings, weight increased, abdominal pain lower, back pain and abdominal pain outcome was unknown, the menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, fatigue and vaginal infection had resolved and the cystitis and urinary tract infection had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hot flush, menorrhagia, mood swings, pelvic pain, stress urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: from mr - insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 10. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 9. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . Concerning the injuries reported in this case the following ones were described in patients medical record: vaginal infection, genital haemorrhage, stress urinary incontinence, weight increased. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs and mr received. Her demographic was added. Historical condition were added. Lab data was added. Concomitant medication added, following event: menorrhagia, abnormal bleeding (general), abnormal bleeding (vaginal), hormonal changes: hot flashes, mood swings, bladder infection: reoccurring bladder, urinary tract infection (vaginal), dysmenorrhea (cramping), fatigue, weight gain, chronic vaginitis, failure to occlude fallopian tube, lower abdomen, back pain, abdomen pain, migration, stress urinary incontinence incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of essure device location of device: unsure of which fallopian tube"), menorrhagia ("menorrhagia"), genital haemorrhage ("abnormal bleeding (general)") and stress urinary incontinence ("bladder ou urinary problems or changes stress urinary incontinence") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube". The patient's past medical history included stress incontinence. Concurrent conditions included obesity, cystitis since 2017, depression since 2016, generalized anxiety disorder since 2017, herpes nos since 2007, obsessive-compulsive disorder since 2017, asthma since 2007, pap smear abnormal since 2007, uterine bleeding, dysthymia, stress incontinence and muscle spasms. Concomitant products included aciclovir sodium (acyclovir alpharma) since 2017, budesonide w/formoterol fumarate (symbicort) since 2016, citalopram hydrobromide (celexa) since 2017, clonazepam (klonopin) since 2017, ethosuximide (suxinutin) since 2017, fluoxetine hydrochloride (prozac) since 2017, ibuprofen since 2010, lorazepam (ativan) since 2017, metronidazole from 2003 to 2017 and salbutamol (albuterol) since 2017. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), stress urinary incontinence (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hot flush ("hormonal changes:hot flashes"), mood swings ("mood swings"), cystitis ("bladder infection:reoccurring bladder"), urinary tract infection ("uti"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal infection ("vaginal infection / chronic vaginitis") with vaginal discharge, abdominal pain lower ("lower abdomen pain"), back pain ("back pain") and abdominal pain ("abdomen pain"). The patient was treated with phentermine (adipex), tolnaftate (antifungal), metronidazole (flagyl), surgery (hysterectomy,salpingectomy (bilateral removal of fallopian tubes)), surgery (ablation) and surgery (during hysterectomy also had sling and colpopexy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, hot flush, mood swings, weight increased, abdominal pain lower, back pain and abdominal pain outcome was unknown, the menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, fatigue and vaginal infection had resolved and the cystitis and urinary tract infection had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hot flush, menorrhagia, mood swings, pelvic pain, stress urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: from mr - insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 10. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 9. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case the following ones were described in patients medical record: vaginal infection, genital haemorrhage, stress urinary incontinence, weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('migration of essure device location of device: unsure of which fallopian tube'), menorrhagia ('menorrhagia'), perforation ('perforation') and stress urinary incontinence ('bladder ou urinary problems or changes stress urinary incontinence') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube". The patient's medical history included stress incontinence. Concurrent conditions included cystitis since 2017, generalized anxiety disorder since 2017, obsessive-compulsive disorder since 2017, depression since 2016, herpes nos since 2007, asthma since 2007, pap smear abnormal since 2007, obesity, uterine bleeding, dysthymia, stress incontinence and muscle spasms. Concomitant products included since 2017, aciclovir sodium (acyclovir alpharma) since 2017, budesonide;formoterol fumarate (symbicort) since 2016, clonazepam (klonopin) since 2017, ethosuximide (suxinutin) since 2017, fluoxetine hydrochloride (prozac) since 2017, ibuprofen since 2010, lorazepam (ativan) since 2017, metronidazole from 2003 to 2017 and salbutamol (albuterol) since 2017. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), stress urinary incontinence (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hot flush ("hormonal changes:hot flashes"), mood swings ("mood swings"), cystitis ("bladder infection:reoccurring bladder"), urinary tract infection ("uti"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal infection ("vaginal infection / chronic vaginitis") with vaginal discharge, abdominal pain lower ("lower abdomen pain"), back pain ("back pain") and abdominal pain ("abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, antifungals, phentermine (adipex) and surgery (hysterectomy(also had sling and culpopexy),salpingectomy (bilateral removal of fallopian tubes), ablation and during hysterectomy also had sling and culpopexy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, perforation, stress urinary incontinence, hot flush, mood swings, weight increased, abdominal pain lower, back pain and abdominal pain outcome was unknown, the menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, fatigue and vaginal infection had resolved and the cystitis and urinary tract infection had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hot flush, menorrhagia, mood swings, pelvic pain, perforation, stress urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: from mr - insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 10. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 9. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case the following ones were described in patients medical record: vaginal infection, genital haemorrhage, stress urinary incontinence, weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. New event perforation was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('migration of essure device location of device: unsure of which fallopian tube'), menorrhagia ('menorrhagia'), perforation ('perforation') and stress urinary incontinence ('bladder ou urinary problems or changes stress urinary incontinence') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube". The patient's medical history included stress incontinence. Concurrent conditions included cystitis since 2017, generalized anxiety disorder since 2017, obsessive-compulsive disorder since 2017, depression since 2016, herpes nos since 2007, asthma since 2007, pap smear abnormal since 2007, obesity, uterine bleeding, dysthymia, stress incontinence and muscle spasms. Concomitant products included since 2017, aciclovir sodium (acyclovir alpharma) since 2017, budesonide;formoterol fumarate (symbicort) since 2016, clonazepam (klonopin) since 2017, ethosuximide (suxinutin) since 2017, fluoxetine hydrochloride (prozac) since 2017, ibuprofen since 2010, lorazepam (ativan) since 2017, metronidazole from 2003 to 2017 and salbutamol (albuterol) since 2017. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), stress urinary incontinence (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), hot flush ("hormonal changes:hot flashes"), mood swings ("mood swings"), cystitis ("bladder infection:reoccurring bladder"), urinary tract infection ("uti"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal infection ("vaginal infection / chronic vaginitis") with vaginal discharge, abdominal pain lower ("lower abdomen pain"), back pain ("back pain") and abdominal pain ("abdomen pain") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics, antifungals, phentermine (adipex) and surgery (hysterectomy(also had sling and culpopexy),salpingectomy (bilateral removal of fallopian tubes), ablation and during hysterectomy also had sling and culpopexy). Essure was removed on(B)(6) 2017. At the time of the report, the pelvic pain, device dislocation, perforation, stress urinary incontinence, hot flush, mood swings, weight increased, abdominal pain lower, back pain and abdominal pain outcome was unknown, the menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, fatigue and vaginal infection had resolved and the cystitis and urinary tract infection had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, cystitis, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, hot flush, menorrhagia, mood swings, pelvic pain, perforation, stress urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: from mr - insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 10. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 9. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case the following ones were described in patients medical record: vaginal infection, genital haemorrhage, stress urinary incontinence, weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed in 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.